Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 3mg/ml; with flex dosing via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported a pocket revision was performed on (B)(6) 2016. Patient status was alive; no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.